Event description:
Customer reported fluctuating blood glucose. He stated that he had a severe fall due to low blood glucose and that the blood glucose reading was 51 mg/dl. He stated that he did not recall if the insulin pump went into threshold suspend. He stated that he has had blood glucose around 40 mg/dl and that the insulin pump will show that it is suspended but that the readings would continue to drop. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.